Manufacturer narrative:
(B)(4).

Event description:
(Os 19.111), the dentist reported that after 3 months the dental implant was installed in intraoral region #4 it was verified its non osseointegration. The 32 ncm of primary stability was achieved and immediate load was not performed. Pt presented bone type iii and had low bone quality.